Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was re-implanted with a new cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 01, 2024.

Manufacturer narrative:
This report is submitted on august 15, 2023.

Event description:
Per the clinic, open circuits were noted on multiple electrodes. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.